Event description:
On 4/1/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. The pt was then placed on heparin (1000u/hr) and transferred to the unit. A short time later, oozing was noted from the puncture site. Thirty minutes following the onset of oozing the pt complained of nausea and became diaphoretic (decrease of blood pressure to 77/29) intravenous fluids were administered at that time. Fifteen minutes following the decrease of blood pressure, an 8cm x 8cm hematoma was noted. An ace wrap was placed, heparin was discontinued, and two units of packed red blood cells (prbcs) were administered. Shortly thereafter an ultrasound was performed which ruled out the presence of a pseudoaneurysm. On 4/5/1998 the pt received three more units of packed red blood cells (reason not identified). The following day she underwent a gastrointestinal consult to rule out a hemotologic disorder. It was at this time that she was identified as possibly having von willebrand's disease. As of 5/11/1998 there has been no further report of complication or pt sequelae made to the MFR.